Event description:
It was reported that the patient had a full system replacement. The explanted devices have not been received for analysis to date.

Event description:
The patient went in for surgery and pre-op diagnostics showed high impedance. The generator was replaced and the device then showed normal impedance. No lead replacement was performed. Generator data review showed a history of fluctuating high impedance. No further relevant information has been received to date. No known further relevant surgical intervention has occurred to date.

Event description:
Patient presented with high impedance. It was noted that x-rays were taken, and no fractures were seen. Per the physician the patient has not experienced any trauma or falls. X-rays have not been reviewed by the manufacturer to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient presented with high impedance following the generator replacement. Lead replacement has not occurred to date. No further relevant information has been received to date.

Manufacturer narrative:
B5. Corrected information, initial report: inadvertently did not report the high impedance that occurred following generator replacement b6. Corrected information, initial report: inadvertently did not report the diagnostic results from (B)(6) 2022.